Manufacturer narrative:
H6: investigation summary: it was reported the scale markings on the syringe near the 40-50ml range were faded. To aid in the investigation, one hundred twenty samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. In the two photos provided, one photo shows a packaging blister top web, and the other photo shows a syringe with a scale printing issue. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 3027170. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The scale printing process settings were verified and correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 : see h.10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the scale markings had faded. There was no report of patient impact. The following information was provided by the initial reporter: prior to opening a bd# 309653 50ml ll syringe, customer noticed that the scale markings near the 40-50ml range were faded.